Manufacturer narrative:
Manufacturing device history record review is not applicable in this case because the supplied component is not evaluated or tested in any way during the manufacturing process at our facility. The supplied component manufacturing and testing records are retained by the supplier at their manufacturing site and are not readily available for review. Visual inspection was performed. Visual inspection found the layer of blue fabric on the surface was torn off. The root cause of the reported issue was found to be a supplied item fault. An internal scar has been opened and the issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
It was reported that the product was washed in a laundry net, but it peeled off (or separated) for the first time. No patient injury was reported.